Event description:
It was reported that during a laser vaporization procedure of the prostate, the fiber tip broke in the patients prostate. The fiber tip was removed using a forceps device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
D3 manufacturer name corrected. G1 MFR site facility name corrected.

Manufacturer narrative:
B5 event description: corrected to reflect patients outcome submitted on MDR dated (B)(6) 2020. H10 patient code: corrected to reflect the correct patient outcome. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual inspection under magnification of the returned device was able to identify a glue failure, and the glass tip moved freely and independently within the metal tip. The glass cap is protruding from the metal cap and still attached to the fiber, the as reported event cannot be confirmed. The glass cap exhibits devitrification at output window. The metal cap exhibits detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was tested with a hene (helium-neon) laser fixture, and no breaks were identified along the length of the fiber. Based on the observed glue failure an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The initial as reported fiber tip detachment cannot be confirmed based on analysis result. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a laser vaporization procedure of the prostate, the fiber tip broke in the patients prostate. The fiber tip was removed using a forceps device. There were no consequences due to the reported event.

Event description:
It was reported that during the procedure the fiber broke. There were no consequences due to the reported event. No further information is available.